Event description:
Reported several days after the device was implanted, the pt was experiencing vertigo and nausea. Shortly thereafter, the pt developed a sudden hearing loss. Upon post-op exploratory surgery the surgeon reported that the pt had reparative granuloma. The prosthesis and the granuloma were removed.